Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 314, 114, 187 and 177 mg/dl. The customer¿s expected am fasting blood glucose test result range is 150-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 01/31/2027 and open vial date is 1 week prior to the call. The meter memory was reviewed for previous test result history: result 1: 167 mg/dl. Date: 10/6. Time: 11:10am fasting. Result 2: 164 mg/dl. Date: 10/6. Time: 11:10am fasting. Result 3: 114 mg/dl. Date: 10/5. Time: 9:17pm fasting before bed. Result 4: 314 mg/dl. Date: 10/5. Time: 9:15pm fasting before bed. Result 5: 187 mg/dl. Date: 10/5. Time: 3:38pm fasting before dinner. Result 6: 177 mg/dl. Date: 10/5. Time: 3:37pm fasting before dinner.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.